Event description:
Guidant received information that difficulty was encountered when attempting to establish rf telemetry with this programmer and cardiac resynchronization therapy defibrillator (crt-d) despite using different antenna positions, power supply cables and different areas of the facility.